Event description:
Malfunction of cervical epidural spinal stimulator with total fracture of extension lead. Implanted 2/2/95. Surgical revision of epidural spinal stimulator on 9/14/95 with replacement of fractured extension lead.